Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an six infusion sets adhesive issues on (B)(6) 2026. The patient experienced infusion set incidents during the quarter due to occlusions and premature detachment. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.